Event description:
The patient contacted animas on (B)(6) 2012, alleging that for four months the down arrow button was difficult to press. The patient reported that the ok keypad button was worn. The patient noted that two months ago there was a tear above the up keypad button. There is no reported moisture to the pump. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: the keypad cover was found to be thinning and worn. All of the keypad buttons were intermittently unresponsive due to contamination under the button contacts. Unrelated to the keypad issue, the display was found to have a dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.